Manufacturer narrative:
The product was not returned for evaluation. Vessel spasm and ischemia are included as possible complications in the instructions for use (IFU) for the penumbra system. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 1.3005168196-2024-00008 h3 other text : placeholder.

Event description:
On (B)(6) 2023, the patient underwent a thrombectomy procedure in the m1, m2 and m3 segments of the middle cerebral artery (mca) using a penumbra system red 68 reperfusion catheter (red68), a penumbra system red62 reperfusion catheter (red62), a neuron max 6f 088 long sheath (neuron max), a non-penumbra catheter, a non-penumbra microcatheter, a stent retriever and guidewires. During the procedure, the physician completed two passes using the red68. The physician then completed a third pass using the red62 and noted some vasospasm at the proximal m2 arteries. The patient was given 5 mg of cardene intraarterially. Post-op a dobbhoff tube was placed to administer nimodipine. The event was considered resolved on the same day. In the 24 hr computed tomography head (cth), it was noted that the patient's nihss score increased from 10 to 17. It was reported that this 7-point increase can be attributed to an evolving left mca infarct. Standard of care stroke pathway was continued, and the event was considered resolved on (B)(6) 2023. The vasospasm and evolving left infarct were adjudicated as adverse events by the cec chair with a possible relationship to the penumbra system, a possible relationship to the index procedure and a definite relationship to the index stroke.